Event description:
Info received indicated the head section will not raise.

Manufacturer narrative:
The hill-rom technician found that the plunger inside head up solenoid valve was stuck. He freed and lubed the plunger so that it would move freely to resolve the issue.